Event description:
It was reported that the device was replaced because it was depleted, which depletion was noted to be premature. No abnormal impedances were reported. The patient did not require hospitalization. The patient outcome reported as patient recovered well and was last seen on (B)(6) 2012. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot # v014700, implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type lead. Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type extension. Product ID 3031a, serial # (B)(4), implanted: (B)(6) 2008, product type programmer.